Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-602a-2445: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks and signs of slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 135,894 joules and 16 minutes the fiber was noted to be "broken" and rotating within the metal cap. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome: "stable". No harm to the patient reported.